Event description:
On (B)(6) 2008, customer reported erroneous differential results with no instrument generated error messages when using the coulter lh 780 hematology analyzer. Sample tested on (B)(6) 2008 demonstrated 8% blasts on one manual blood smear differential, and 12% blasts on another manual blood smear differential. There were no blast flags generated for the automated differential. The erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 2 of 2 events reported by this customer.

Manufacturer narrative:
Sample was collected in a vacutainer and was sampled less than eight hours later. The instrument was performing within quality control (qc) specifications. Controls were run on every shift. Flagging preferences were set to 3302, which is high level for blast and variant lymph flagging, mid- level for imm ne 2, and imm ne 1 is set to off. (Imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes; imm me 1 is a flag for suspect immature neutrophils, primarily bands.) Service was not dispatched for this event. Review of the raw data found that the abnormalities were not significant enough for the algorithm to set suspect flags. Root cause can be attributed to the lymphocytes and neutrophil histograms of the samples looking normal and showing no indications of abnormality. The abnormalities of the monocyte population were not significant enough for the algorithm to set suspect flags. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00545.